Event description:
As reported during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander delivery system balloon ruptured at/near full balloon inflation. The ic was able to remove the delivery system out of the sheath without vessel injury. No further intervention necessary. The patient was stable, and transferred to post-op care.

Manufacturer narrative:
The investigation is ongoing.